Event description:
During initial implant procedure while attempting to position the right ventricular (rv) lead, the helix was unable to rotate. A new rv lead was implanted to resolve the event. The patient was stable with no consequences.